Event description:
It was reported that during an rfa procedure the tip of the probe was found to be missing. The procedure was completed successfully with no delay, medical intervention, or adverse consequences. Imaging of the patient did not detect the tip; the tip location is unknown.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that during an rfa procedure the tip of the probe was found to be missing. The procedure was completed successfully with no delay, medical intervention, or adverse consequences. Imaging of the patient did not detect the tip; the tip location is unknown.